Manufacturer narrative:
(B)(4).

Event description:
The device could not be interrogated during a follow-up appointment. The device was in backup bvvi mode. A recommendation was made to reprogram the device, but the device was instead explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
The field complaints of ¿interrogation, unable to¿ and "backup operation" were confirmed. The device was received in backup vvi unipolar mode due to checksum error from low battery voltage. After replacing the battery, the pacer exhibited normal device characteristics. The telemetry, battery current, pacing output and magnet response were normal. The implant duration exceeded the device's projected longevity, and is considered normal battery depletion. The device was programmed to high output settings.